Event description:
On 09/07/2009 pt reported unexplained high blood glucose occurring over the past few weeks while using his infusion device. Pt states issue began two or three weeks ago. He reports his blood glucose has gone as high as 334 mg/dl. Pt states the high blood glucose occurs mostly overnight, but also occurs during the day even when he does not eat. Pt reports he will go to bed with a blood glucose within acceptable range then wake up the next morning with a high reading. Target blood glucose range is 80 - 120 mg/dl. Pt states no errors or alerts were displayed on the infusion device screen other than low insulin cartridge. He reports no occlusions have occurred during this time. Educated pt on how often to change the adapter and recommended he change it. Pt states there are no air bubbles in insulin cartridge or infusion tubing. Pt reports he has a doctor's appointment in 2008 to discuss these high blood glucose episodes. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; requested return of the suspect product.